Event description:
It was reported that approximately 24 hours post implant, the patient complained of chest pain. Echocardiography was performed and a pericardial effusion with a lead perforation was suspected. The patient was transferred to another hospital where the lead parameters were measured and were found to have "no problems." An x-ray and computed tomography were also performed and no perforation was found. A pericardiocentesis was performed and 300 milliliters of "old blood" was drained. It was also reported that during the implant, the lead was repositioned several times in order to obtain good sensing, and it was suspected that the lead may have perforated during repositioning. The final position of the lead is high septal and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.